Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that a button on the insulin pump was unresponsive. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome switch. The device had cracked reservoir tube lip and minor scratches on display window.